Event description:
It was reported that an asymptomatic patient was presented to the operating room due to a fractured right atrial lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found clavicle crush at 21.4 cm to 22.8 cm from the connector pin. The insulation was found to be damaged in this region, the outer coil was fractured. An insulation abrasion exposing the outer coil was found at 46.5 cm to 47.2 cm from the connector pin. The abrasion was consistent with constant friction to another device or feature of the heart.